Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: delta ceramic fem hd 36/+3mm catalog#: 650-0662 lot#: 3340521; g7 bonemaster ltd acet shl 54f catalog#: 010000704 lot#: 3578463; g7 neutral e1 liner 36mm f catalog#: 010000858 lot#: 3559351. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient alleged to anterior thigh and groin pain approximately five months post-implantation. No revision surgery for the patient. The patient received physical therapy and the symptoms resolved prior to 6 month visit. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp-(B)(4). Concomitant medical products - 650-0662 delta ceramic fem hd 36/+3mm 3340521; 010000704 g7 bonemaster ltd acet shl 54f 3578463; 010000858 g7 neutral e1 liner 36mm f 3559351. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02900.

Event description:
It was reported that the patient alleged to anterior thigh and groin pain approximately five months post-implantation.